Event description:
It was reported that during a device upgrade procedure, when attempting to implant the left ventricular lead, the guidewire was stuck inside the lead and the lead kinked. The lead was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.